Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio 2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began at 7 pm on (B)(6) 2018. The patient reported obtaining alleged inaccurate high blood glucose readings of ¿27 mmol/l¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient informed the csr that he manages his diabetes with insulin (self-adjuster), and that in response to the alleged high result he administered ¿16 or 17 units of insulin novomix 30¿. The patient reported that 30 minutes after the alleged issue started, he developed symptoms of ¿shaking and arrythmia¿ which he self -treated with consuming some ¿candy and chocolate¿. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter, and that the patient¿s test strips had been stored correctly, were within expiry date. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.